Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code-batch regarding the same issue closed as not confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 8 closed samples and 1 open sample with the needle detached from the thread (thread is not wound on the pack and needle and support is missing). The needle is attached to the thread in the 8 closed samples received. To evaluate the conformity of these units, we have performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on all closed samples received are 0.98 kgf in average and 0.93 kgf in minimum and fulfil the european pharmacopoeia (ep) requirements (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Taking into account that the closed samples received had the needle attached to the thread and fulfil the ep requirements, we consider the open sample received as an isolated unit, but the whole batch is correct. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment strength results conducted on samples before releasing the product were 0.92 kgf in average and 0.85 kgf in minimum and fulfilled requirements of the european pharmacopoeia (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements for needle attachment strength. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn quick suture. The client reported that there are still 8 sutures left in the pack of 36. Customer has to check whether one of the remaining eight sutures is missing a needle. All of these would still be packed. Customer has also put the last thread, which did not contain a needle, to one side. Additional information has not been provided.